Event description:
On (B)(6) 2020, this patient underwent an emergency endovascular repair for impending rupture of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Reportedly, the patient's proximal aortic neck had severe angulation (angle was unavailable). It was reported the physician intended to implant the trunk-ipsilateral leg component just distal to the renal arteries. Reportedly, the trunk-ipsilateral leg component and a contralateral leg component were deployed and touch-up ballooning was performed. It was reported intraprocedural images revealed that the left renal artery was unintentionally covered by the trunk-ipsilateral leg component. Reportedly, there was minimal blood flow to the artery. A bare metal stent (express) was implanted in the artery, and blood flow was recovered. It was reported a distal type I endoleak from the contralateral leg component was observed as the length of the leg was shorter than intended. The physician reportedly stated the trunk-ipsilateral leg component was positioned slightly proximal to the intended position as the physician expected that the endoprosthesis would move slightly distal during deployment. It was also reported that it was hard to see the origin of the left renal artery as a result of the c-arm orientation which was optimized to see the angulated portion of the aortic neck. An additional contralateral leg component was deployed extending distal from the contralateral leg component. Touch-up ballooning was performed, and the endoleak was reportedly resolved. The procedure was completed, and the patient tolerated the procedure. It was also reported that it was hard to see the origin of the left renal artery as a result of the c-arm orientation which was optimized to see the angulated portion of the aortic neck.

Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper component placement.

Manufacturer narrative:
H6: corrected conclusion code.